Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had low blood glucose while shopping and passed out. The customer was taken to the hospital with low blood glucose of 41mg/dl. Troubleshooting was not performed at time of the call. No further information was provided.